Event description:
It was reported that the asymptomatic, non-paced dependent patient presented in clinic. Upon device interrogation, the pulse generator and the right ventricular lead exhibited a history of noise resulting in asynchronous pacing dating back to (B)(6) 2017. The noise could not be reproduced in clinic. All lead measurements were normal. No intervention was performed. The patient would be continued to be monitored.